Event description:
The user reported exposed wires of the power supply. The user also stated that the unit sparked where the damage was noted. The unit was replaced and there were no adverse consequences reported by the user.

Manufacturer narrative:
One cardiomems patient electronic system was received for evaluation. Visual inspection revealed exposed wiring of power supply.. The backplate of the device was removed and a standard power supply was connected to the unit. The unit was powered on with no issues observed. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined that no non-conformances were identified that are related to the reported event.